Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode with oversensing of sense b node noise and low amplitude morphology measurements in the primary vector. Upon interrogation, shock impedance measurements were within normal range and no noise could be reproduced in any of the sensing vectors with strong manipulation of the system. An ergo test and an induction test were performed successfully. The s-ICD was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode with oversensing of sense b node noise and low amplitude morphology measurements in the primary vector. Upon interrogation, shock impedance measurements were within normal range and no noise could be reproduced in any of the sensing vectors with strong manipulation of the system. An ergo test and an induction test were performed successfully. The s-ICD was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.